Event description:
Medtronic received info that the bioprosthetic valve was explanted. It was reported that at explant a hole was identified in a leaflet.

Manufacturer narrative:
Eval method code: device history could not be reviewed as no serial # was provided. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned to medtronic for eval. Conclusion: without the serial #, the device history record could not be examined. Without the return of the valve for eval, no definitive conclusions can be drawn regarding the performance of the valve. If more info is received, a supplemental report will be filed.